Event description:
No additional patient or event information has been received since the last report was submitted on 01nov2019.

Manufacturer narrative:
Investigation evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, quality control data, and specifications. One device was returned for investigation. Visual examination confirmed the stent and wire guide only were returned. Wire guide was received in an unopen package. The tether was not inside the stent and was not returned. The proximal coil on the stent is torn starting at the first sideport and stops 7mm from the end of the coil. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: cautions: tether should be removed if stent is to remain indwelling longer than 14 days. Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. Cook has not been able to establish the cause of the complaint. It is possible the stent was inadvertently damage whilst removing the tether. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: k161236. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, after a procedure to input both bilateral dj stents via cystoscope using a universa firm ureteral stent set, the physician confirmed the procedure through fluoroscopy. He discovered that one of the two dj stent tips was broken at the top third of the stent length. The stent had a tear at the "circle area at the top of the stent." The physician then replaced the broken stent with a new one. No adverse effects have been reported due to the alleged malfunction.